Event description:
It was reported that the patient presented in clinic. Upon device interrogation, left ventricular lead was pacing right ventricle. X-ray revealed the lead was dislodged and was positioned in the right ventricle. The lead was explanted and replaced. The patient was fine before, during, and after the procedure.